Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Several timeouts were observed, but the pod corrected itself. Corrosion was observed on the chassis, batteries, needle mechanism components, and pcb. A tear was observed on the unexposed portion of the soft cannula, from which fluid was observed to leak from. The internal tear on the soft cannula is confirmed as the root cause of the reported event and observed component corrosion.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 300 mg/dl.